Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced chest pain and syncope. It was noted that there were small p waves observed on the right atrial (ra) lead with potential undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.